Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the manufacturer representative saw the patient for reprogramming and it was determined that electrode 8 had a high out of range impedance of over 10,000 ohms. It was reported that the manufacturer representative programmed around the electrode and the issue was resolved. No symptoms or complications were reported.